Event description:
It was reported that the patient present to clinic after receiving a patient notifier. Upon interrogation, high lead impedance was observed. Further interrogation shows that the set screw had not been tighten properly at implant. The set screw was properly tightened and lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement ot the reporting criteria going forward.